Event description:
During a paroxysmal supraventricular tachycardia procedure, a noise issue on the catheter resulted in a delay to the procedure. When the catheter entered the right atrium, it was noted that there was interference with the 1-2 electrode signal, and the catheter displayed normal. The baseline signal fluctuation was too large, affecting potential recognition. The display workstation and ampere were restarted but with no resolution. The catheter was replaced, and the potential displayed normal resolving the issue. The procedure proceeded normally with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 1-2 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the noise issue remains unknown.